Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient that was noted to have a planning mistake for the left eye. The incorrect treatment was planned and performed. The patient had an enhancement procedure in the left eye five days post lasik. The patient is scheduled for additional follow up. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause is user handling. The customer stated the left eye was a -2.00 in the sphere part of the refraction, however, surgery was planned at a -1.00 sphere. The manufacturer internal reference number is: 2020-18228.

Manufacturer narrative:
Regulatory report attachment was not attached to the previously submitted MDR. The manufacturer internal reference number is: (B)(4)- attachment: [pr 1551340 fda0036564-2020-00028 20-mar-2020.pdf].